Manufacturer narrative:
A ge service representative performed an onsite investigation. The cine bridge board was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported that the cine function was not operating correctly. This resulted in loss of subtraction, road-mapping, or other critical vascular cine functions. There is no report of injury or death associated with the event described in this complaint.